Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump was showing 6 zero unit boluses in the bolus history that were not programmed. The reporter also stated that the pump went into suspend which was not done by the patient. The reporter confirmed that there were no noted button response issues. This report is made based on the allegations of an unprogrammed bolus in the bolus history and the pump suspending without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 7/5/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/07/2012 with the following findings: the black box history reflects ten 0.00 boluses on (B)(6) 2012, and that the pump was suspended after those boluses at 6:34 pm and resumed that same day at 7:03 pm. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. There were no keypad issues found through investigation. The pump was exercised for 24 hours with no bolus deliveries recorded and no self suspending.